Manufacturer narrative:
Concomitant medical products: 4965-35, implanted (B)(6) 2006.

Event description:
It was reported that the implantable pulse generator (ipg) battery was depleted early due to very high thresholds on both right atrial (ra) lead and right ventricular (rv) leads. The system was explanted and replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The device was returned and analyzed. Returned product analysis was performed and no anomalies were found. If information is provided in the future, a supplemental report will be issued.